Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed a ¿dosing stops soon¿ alert and the paired dexcom g7 continuous glucose monitor (cgm) sensor would not complete pairing with the ilet despite the dexcom app continuing to provide readings, indicating an intermittent communication failure potentially involving the device¿s antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7, consistent with intermittent communication failure traced to an electrical and magnetic component, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.